Event description:
It was reported that the patient¿s implantable neurostimulator (ins) may have been flipped but the flip was not confirmed at the time of the call. Starting 8 months ago the patient could reach back and feel that the ins was sticking out and had moved. It was noted that the patient had asked 2 health care providers (hcps) to take their ins out.

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v454099, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).